Manufacturer narrative:
(B)(4). The insulin pump was received with no button error alarm. The pump was received with no button response due to flattened act button keypad dome. Unable to perform functional test due to keypad anomaly. J2 keypad connector was found closed properly during visual inspection. Unable to verify prime/fill due to keypad anomaly. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump was stuck on fill tubing he would press escape and the tubing would fill again. The customers blood glucose at the time of incident is 4.3mmol/l. The pump will return for analysis.